Event description:
It was reported that the surgeon was inserting an eyeonics crystalens using a msi-tf injector and plunger stuck to the back haptic and tore off haptic during insertion. Incision was enlarged to remove lens and another same type lens was inserted and suture was used. They reported the injector cause the damage.